Event description:
The facility reported a fail code 570 that occurred during customer use, but there was no pt involvement. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any add'l details become available. This report represents all info known by the reporter at this time.